Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) was explanted for unknown product performance issue and and left ventricular (lv) lead was explanted for advisory. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information that stated this lv lead was extracted due to high pacing thresholds. A field representative stated that during the explant, the lead was found to be fractured. Reasonable evidence suggests the lead was not part of an advisory.